Manufacturer narrative:
Report received claims as the end-user was driving out of doors along a sidewalk in a community garden, the end-user hit a bump in the sidewalk which jerked the chair. This reportedly caused the end-user to have a muscle spasm. It was reported the end-user had his feet secured to the footplates via foot straps as well as having the positioning belt buckled and secured. When the spasm occurred, it was reported to have caused the end-users body to stiffen. The report claims the positioning belts buckle unlatched which allowed the end-user to fall forward out of the seating to the ground. The end-user alleges the body point positioning belt had somehow failed in that the latching mechanism broke or malfunctioned to allow the belt to become unlatched. End-user reported never having had an issue with the positioning belt prior to this event. Reports indicate the service provider has been to the end-user's home and replaced the positioning belt with one from their stock. The service technician reports the end-user refused to relinquish the positioning belt that allegedly failed stating "they needed to keep it". Permobil has made multiple attempts to contact the end-user in efforts to inspect the positioning belt for possible cause of the alleged malfunction. To date, the end-user has not responded to any requests therefore permobil cannot confirm a component failure has occurred. Permobil will continue in their efforts to be allowed access to the suspect component. Upon receipt of any new information, a follow-up report will be submitted. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report stating as the end-user was operating their device out of doors, they hit a bump in the sidewalk. The jolt to the device was reported to have caused the end-user to have a muscle spasm. Reports claim during this spasm, the positioning belt buckle unlatched which caused the end-user to loose positioning in the seating. This resulted in the end-user falling to the ground where they reportedly suffered serious injuries requiring hospitalization.